Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patient's leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by medical facility.